Event description:
Baxter (B)(4) received a report that an infusor leaked after filling. The device was filled with 5-fu in normal saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample containing fluid in the housing. The reported condition of a leak was confirmed. Visual examination of the unit suggested a leak occurred. A functional leak test revealed a leak from the welded area of the volume indicator. No evidence of leak was observed on the reservoir. The root cause was determined to be insufficient welding at the volume indicator and port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.